Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was offline. A technical support specialist tss made a remote attempt and found that the machine had been offline for 17 hours. The tss guided the customer through troubleshooting steps. The customer rebooted the machine, reseated the cable, and after refreshing for five minutes, the machine came back online. The customer was then able to request the medication for the patient. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower went offline and user was unable to request medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.